Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this implantable cardioverter-defibrillator (ICD) exhibited t-wave oversensing (twos) on the right ventricular (rv) channel. The clinician reached out to technical services (ts) for review and consultation of the patient's presenting electrogram (egm). Upon review, it was noted that the r-wave exhibited a wider signal, which led to the t-wave oversensing (twos) on the right ventricular (rv) channel that resulted in oversensing. Programming and troubleshooting suggestions were discussed and recommended. The patient has been controlled with medications, however, the medications need to be stopped. Further, reprogramming options were discussed. Subsequently, a revision procedure was performed and the device system was explanted and replaced. No additional adverse patient effects were reported.